Manufacturer narrative:
The log files from the device have been requested for investigation.

Event description:
We were informed that unstable iop during fluid exchanges where encountered where changes to parameters were not successful to solve the issue. In the latest event the eye was collapsing even when the irrigation was increased (used settings at that time were an aic pressure from 30 to 45mmhg and a vacuum level of 130mmhg). No actual patient harm is reported.

Manufacturer narrative:
The log files from the device have been requested for investigation. Currently we are waiting for confirmation that the device will be returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this complaint logfiles were returned for review. Review of the logfiles did not reveal any anomalies. Based information a cause could not be established for the reported event. Therefore the investigation will be continued by investigating the device subject to this event on location, pending local covid19 restrictions.

Event description:
We were informed that unstable iop during fluid exchanges where encountered where changes to parameters were not successful to solve the issue. In the latest event the eye was collapsing even when the irrigation was increased (used settings at that time were an aic pressure from 30 to 45mmhg and a vacuum level of 130mmhg). No actual patient harm is reported.

Manufacturer narrative:
The log files from the device have been requested for investigation. Currently we are waiting for confirmation that the device will be returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. We are awaiting the device to complete the investigation.

Event description:
The customer complained to us about more and more unstable iop in during fluid exchanges. We tried to find some others parameters to solve this but without any success. In the latest event we were using an aic pressure from 30 to 45mmhg and a vacuum level of 130mmhg and the eye was collapsing even when we set the irrigation higher. The incident seems to have happened several times over a period of time, but no actual patient harm is reported.

Event description:
We were informed that unstable iop during fluid exchanges where encountered where changes to parameters were not successful to solve the issue. In the latest event the eye was collapsing even when the irrigation was increased (used settings at that time were an aic pressure from 30 to 45mmhg and a vacuum level of 130mmhg). No actual patient harm is reported.

Manufacturer narrative:
With regard to the reported event logfiles were provided for review. Review of the logfiles did not reveal any anomalies that clarify an eye collapse. The most plausible scenario is that the aic settings used during fluid air exchange are insufficient to keep up with the air aspirated based upon the vacuum settings selected. In this case the aic will not be able to compensate the flow. Since the settings applied are related to the surgical procedure performed and the instruments used additional information is needed to confirm whether the reported event is caused by a unintended use error or may be related to the eva surgical system. The eva surgical system will be returned for investigation, but is delayed due to local covid19 restrictions. Investigation will be continued.

Event description:
We were informed that unstable iop during fluid exchanges where encountered where changes to parameters were not successful to solve the issue. In the latest event the eye was collapsing even when the irrigation was increased (used settings at that time were an aic pressure from 30 to 45mmhg and a vacuum level of 130mmhg). No actual patient harm is reported.

Manufacturer narrative:
With regard to the reported event logfiles were provided for review. Review of the logfiles did not reveal any anomalies that could clarify an eye collapse. A plausible scenario is that the aic settings used during fluid air exchange were insufficient to keep up with the air aspirated based upon the vacuum settings selected. In this case the aic will not be able to compensate the flow. Additional information related to the procedure, settings and instruments used was requested but unfortunately not received. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Hence, since no repeat failures have been logged, it was determined that the reported event most likely was not attributable to the eva surgical system subject to this event. Based on the information available, a root cause could not be determined conclusively. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.